Manufacturer narrative:
(B)(6).

Event description:
It was reported that coil protrusion occurred. The target lesion was in a moderately tortuous lumbar artery. A 2mmx6cm interlock was selected for use. During the procedure, the coil got stuck in the middle part of the microcatheter and protruded from the catheter tip upon removal. The procedure was completed with a different device. No patient complications were reported.